Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1386 mg/dl, "diabetic coma", "dka" (diabetic ketoacidosis), and "kidney injury". Reportedly, the infusion set had been in use for "multiple days after [they were] prescribed to change it". Customer was admitted to the hospital and treated with manual injections and "other measures". Date of discharge was not provided. Date of event is approximate. Customer declined troubleshooting with tandem technical support and declined to provide further information.